Manufacturer narrative:
Section e3: occupation is roche field application specialist (fas) the field service engineer checked the instrument and noted that the customer used 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Tubes. Upon review of instrument data, several sample pipetting alarms were observed. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys troponin t hs stat assay on a cobas e 601 module. The first sample initially resulted in a troponin t hs stat value of 52 pg/ml. A second blood draw of the same patient resulted in troponin t hs stat values of 6.86 pg/ml and 6.68 pg/ml. The second sample was repeated in a different laboratory on a cobas pro analyzer, resulting in a troponin t hs stat value of 6.98 pg/ml. The first sample was then repeated on the initial analyzer, resulting in a troponin t hs stat value of 13.59 pg/ml. The results from the second blood draw are consistent with the patient's history. No questionable results were reported outside of the laboratory. The troponin t hs stat reagent lot was 634813 with an expiration date of (B)(6) 2023.

Manufacturer narrative:
Calibration and qc were acceptable. The customer has not complained of any further issues. The investigation determined the event was consistent with pre-analytical handling issues.